Event description:
It was reported that this fiber did not work following insertion into the robotic drop in guide; it was tested and worked prior to insertion. Two fibers has been attempted previously. The procedure was not completed and the patient had already been sedated. No patient complications were reported. This is being reported due to a cancelled procedure with a patient under sedation.